Manufacturer narrative:
The appropriate device details have been provided and the relevant device manufacturing records will be retrieved and reviewed. The reported explants have been requested and if received will be reviewed at corin (B)(4), information will then be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1.5 years due to groin pain. In (B)(6) 2016, the patient had a fall in which he broke 2 ribs, from this point on, the patient was experiencing groin pain whenever he would externally rotate his femur.

Manufacturer narrative:
(B)(4) final report. The appropriate device details were provided and thus the associate device manufacturing records were identified and reviewed. It was confirmed that these devices were manufactured in accordance with material and dimensional specification. The explants were not provided for examination. A device related root cause could not be identified. Corin now considers this case closed, however, should further information become available, the case will be reopened and investigated as appropriate. Please note: this reported is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 1.5 years due to groin pain. In (B)(6) 2016 the patient had a fall in which he broke 2 ribs; from this point on the patient was experiencing groin pain whenever he would externally rotate his femur.